Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 50 mg/dl; cause was unknown. The customer consumed carbohydrates to address bg. Recommendation made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:a total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event are included below. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 02:19:36 am to 02:29:36 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 02:19:36 am on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 12:22:46 am date: (B)(6)2020 iob: 1.11 requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.